Manufacturer narrative:
(B)(4): the customer reported that the device would not power up. There was no report of patient involvement. Philips confirmed this failure condition and resolved the failure by replacing the power pca.

Event description:
The customer reported that the device would not power up. There was no report of patient involvement.